Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken yaw pulley. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 0.0124¿ x 0.0025¿. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The tip of the instrument is out of his initial position: the distal clevis and conductor cap is not broken but twisted, and the pitch cable is derailed. The instrument was found to have a derailed pitch cable from its normal position at the distal end. The instrument did not pass the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the permanent cautery hook had a broken tip. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: no fragments fell into patient's anatomy. The damage to the instrument happened outside a surgical procedure.